Event description:
The patient stated that this morning, 11/09/2006, she woke up and her infusion tubing was completely disconnected from the luer lock. Her blood glucose was elevated to 14 mmol/l (252 mg/dl) and she had symptoms of nausea and excessive thirst. She stated she changed her infusion set and bolused to bring her blood glucose level back within her normal range of 4-6 mmol/l (72-108 mg/dl). The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.